Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. All available information indicates that as of this time, the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead remains in service. No additional adverse patient effects were reported. The ra lead will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.